Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing did not identify the reported f66 alarm. Initial evaluation did not confirm the reported condition. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed with no issues found. A service history review of this serial number involved in this complaint was performed. Specifications were met during previous service process, and there were no previously reported problems that were same as or similar to the event reported. Functional testing was performed which found the f-50 alarm. The assignable cause for f-50 alarm was determined to be damaged cpu board. The action taken was to swap the device as there were no cpu boards in stock. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.